Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for staphylococcus in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event and it was unreported if treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, it was unknown if the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.